Event description:
Pt had a five centimeter internal iliac aneurysm and large iliac arteries. The left hypogastric was not coil embolized, but a planned occlusion of the vessel by the graft had been pre-determined. The repair of an aaa utilizing a zenith endovascular graft planned the deployment of five components. After deployment of the components, an angiogram viewed a distal endoleak on the contralateral side. The origin of the endoleak was identified as resulting from the left hypogastric artery still filling. An iliac leg extension was telescoped up inside the contralateral leg graft to resolve the endoleak. A retrograde angiogram performed noted the endoleak was still persistent. Another iliac leg graft was deployed at the top of the first contralateral leg graft and extended distally through the leg graft to land at the distal portion of the previously deployed iliac leg extension. At the conclusion angiogram a resolve of the endoleak was observed. Refer to 1820334-2004-00602.